Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system appeared to be functioning as intended, but after about an hour no instruments were able to be verified. The tracking details were checked, and it was found that the geometry error on the non-invasive patient tracker (nipt) was above 3.5. All other instruments tracked as intended in the tracking field ruling out metal interference. The nipt was moved to a different port on the breakout box (bob) with no change. The nipt was replaced, and the patient was re-registered. Full functionality was restored. There was a surgical delay of thirty minutes due to the reported issue. There was no reported impact on patient outcome. The procedure was a functional endoscopic sinus surgery (fess). There was less than an hour delay in the case. No reported impact to the patient.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F1908: delay of less than one hour f26: no patient impact g2: this event occurred in canada, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.